Event description:
The perclose¿ prostyle¿ suture-mediated closure and repair system used during an abdominal aortic aneurysm repair case malfunctioned during deployment in left common femoral artery. This malfunction caused injury to patient vessel requiring emergent cutdown of same vessel. Manufacturer response for vascular closure device, perclose prostyle (per site reporter) unknown as of yet.